Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the robotics coordinator called the technical support engineer (tse) from offsite to report repeated errors on universal surgical manipulator (usm) 2. Although the customer was not physically present at the site, they were informed by the surgeon that the system was encountering repeated errors with usm 2, prompting the decision to proceed with the case laparoscopically. The tse reviewed the system logs and confirmed multiple error 23002 occurrences related to usm 2. The customer expressed urgency in having the system examined as soon as possible due to a full schedule for the week. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The field error logs confirmed the unit triggered several 23002 errors pointing to the insertion axis. The visual inspection of the unit did not reveal any signs of damage or contamination related to the reported problem. The unit was put on the in-house system, and it triggered the reported 23002 error pointing to the insertion axis. The unit was then recalibrated and put back on the system. The unit passed the normal mode test without triggering an issue. Before the system test was performed, the unit was put on the patient side cart fixture test platform (pftp), and it passed all tests related to the reported problem. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. While a definitive root-cause cannot be established considering the failure analysis findings during in-house testing, a potential root cause for this failure can be attributed to a calibration loss of the affected universal surgical manipulator (usm) axis. This issue can be resolved by disabling the affected usm and replacing it via fse service or switching to a different robot.

Event description:
Refer to h11 for follow-up information.